Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) year old female patient had a cut under her breast from the lifevest front te pad. The patient reported that she sweats frequently and believes the lv was very sweaty the day the abrasion began and that he skin was irritated and couldn't breathe. She reported there was no visible damage to the te pad or belt. The patient reported the cut to her doctor who had her remove the lifevest for a few days to allow for healing and prescribed a topical ointment. A follow-up on (B)(6) 2015 indicated that the patient cut had completely healed and she had continued wearing the lifevest.